Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4). A maquet rep went to the customers site to take images of the complaint piece that is being held by the hospitals' risk management department. Add'l investigation required. A supplemental report will be submitted when the eval is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal detached while inside the pt after the anchor tab was pulled. The pt was in the trendelenburg position when the device became detached. Customer service was called to ask if hs iii proximal seal device is radio opaque in order to find and retrieve. A tee of the aorta was performed and no pieces were visualized; an ultrasound did not show anything. Upon completion of case, the pt was sent to radiology and an entire body CT scan was performed and nothing was visualized. Currently, the pt is in ICU and resting comfortably. Physician speculated the device broke right at the junction of the straight portion of device where the seal starts to roll. Hospital risk management will not release the device.